Event description:
I had filshie clips placed on my tubes in (B)(6) 2013. I have been having pain the past year. My dr performed surgery on (B)(6) 2018 to cut them off my tubes. They had already perforated through both tubes and could not be seen through the laparoscopy they did. I have the clips on an x-ray in my lower pelvic area. I have pain and cramps put of nowhere and it hurts to have intercourse they think these clips are either inside my tubes or possibly in my bowel area. I am giving my dr the xrays on my next appt and hopefully I can get answers and have relief from the pain. Clips are still inside my body as of (B)(6) 2018.